Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Received info that during implant of the extension, it was noticed that the impedance readings were high, >10000 ohms. Cleaning and reconnecting the extension did not make any difference. It seemed like the lead would not fully insert into the extension. The extension was replaced which solved the issue. The pt is fine and the system works.